Event description:
It was reported that the patient with this ambicor penile prosthesis (app) implanted underwent a revision procedure seven days after device implant, due to proximal cylinder migration on the left corpora cavernosa. During the surgery, the corpora was sutured and the device remained implanted. No additional patient complications were reported.

Manufacturer narrative:
Fields updated: d4 model number. D4 lot number. D4 catalog number. D4 expiration date. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) implanted underwent a revision procedure seven days after device implant, due to proximal cylinder migration on the left corpora cavernosa. During the surgery, the corpora was sutured and the device remained implanted. No additional patient complications were reported.